Event description:
During a gastric bypass procedure, after the second firing, the stapler was locked in the closed position. There were problems removing the stapler, but were able to with force. No patient consequence.